Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch report 1220908-2020-00383. Evaluation: the device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed broken harness, disconnected connector, incorrect hardware and damage to the processor/bridge/pace board consistent with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.